Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. The following other devices were also listed in this report: femur; cat# unknown; lot# unknown, tibia; cat# unknown; lot# unknown, patella; cat# unknown; lot# unknown . It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient's left knee was revised due to infection. The tibial and femoral components were removed and reimplanted an antibiotic spacer. The insert and patella were discarded.

Manufacturer narrative:
At the time initial MDR report was submitted device information was not available. The following is device information for the components that were previously reported as unknown in the initial emdr: triathlon ps fem component, cemented; cat# 5515-f-501; lot# iyyfd; tri ts baseplate size 5; cat# 5521-b-500; lot# ilzg; triathlon symmetric x3 patella; cat# 5550-g-339; lot# 4dde. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient's left knee was revised due to infection. The tibial and femoral components were removed and reimplanted an antibiotic spacer. The insert and patella were discarded.